Manufacturer narrative:
Product complaint #: (B)(4). Updated sections on this report: d10, g7, h2, h3, h6 and h10. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the field, during an anterior communicating aneurysm embolization, a 4.5x22mm enterprise delivery system (enc452212, 11140855) was stuck in a 150/5cm prowler select plus microcatheter 606s255x, 30306198). It was reported that the stent could not be pushed or withdrawn in the microcatheter, after a no specified coil arrived in target position through the same microcatheter (mc). Then the physician withdrew the stent and microcatheter together outside of the patient. The physician changed to another new microcatheter and stent with same product code to complete the procedure. There was no patient injury report. The target cerebral position was lost. The target position is an a2 blood vessel. One non-sterile prowler select plus 150/5cm unit was received inside of a pouch. The device was visually inspected, no damages were noticed. Then a microscopic inspection was performed, and no other damages were observed. The ID and od of the received devices were measured near to the compressed conditions against drawing and results were found within specification. A manufacturing record evaluation was performed for the finished device 30306198 number, and no non-conformances related to the reported complaint condition were identified the complaint reported by the customer ¿catheter - body/shaft- obstructed with mc loss of cerebral target position¿ was not able to be confirmed, the device was found in good conditions. The concomitant device, enterprise stent received was able to pass though the microcatheter without difficulty. Procedural factors and handling process may contribute to the failure as reported. Neither the analysis or the mre suggest that the failure reported could be related to the manufacturing process. Catheter obstruction is a known potential issues associated with the use of the device. The instructions for use (IFU) contains instructions and cautions regarding proper placement of the device, including introduction and positioning. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and the evidence presented by the returned device; however, it is possible that clinical and procedural factors, including device manipulation and device interaction, may have contributed to the reported failure and damages on the returned system. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint # (B)(4). (B)(6). The device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. The company is seeking this information through the event investigation. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2020-00235.

Event description:
As reported by the field, during an anterior communicating aneurysm embolization, a 4.5x22mm enterprise delivery system (enc452212, 11140855) was stuck in a 150/5cm prowler select plus microcatheter 606s255x, 30306198). It was reported that the stent couldn't be pushed or withdrawn in the microcatheter after a no specified coil arrived at the target position through the same microcatheter (mc). Then the physician withdrew the stent and microcatheter together outside of the patient. The physician changed to another new microcatheter and stent with same product code to complete the procedure. There was no patient injury report. The target cerebral position was lost. The target position is an a2 blood vessel.